Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent an anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Correction: based on additional information received; the product type is not a medtronic product. MDR reporting is no longer required for this complaint report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).